Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It has been reported via trial that the index procedure was in 2007, with predilatation performed prior to stenting of the ramus and the proximal lad. No procedural complications were noted. Beginning in 2009, the pt experienced chest pain or angina equivalent, shortness of breath and other weakness. Diagnostic angiography was performed about 2 months later. Greater than 70% and less than 100% restenosis was noted. Revascularization was performed on the proximal lad with balloon angioplasty and the placement of a promus stent for treatment. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Angina and restenosis, as listed in the IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. Angina, dyspnea, restenosis, and hospitalization are listed as no-fault post-procedure complications. Possibly the angina, weakness, and dyspnea are secondary effects of the restenosis, which was treated with angioplasty, the implantation of another des stent, and hospitalization. A conclusive root cause for all the pt issues and the relationship to the devices cannot be determined.